Manufacturer narrative:
No additional information was received. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. There was no external damage noted. Event history log (ehl) showed force sensor test. At start-up, the reported problem was duplicated; the force sensor was out of specification. The root cause of the issue could not be determined. Action taken to mitigate the reported issue: replaced force sensor as a preventative measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a pump had force sensor error. No patient injury was reported.